Event description:
(B) (6). Same case as MFR report #: 2134265-2010-00797. It was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced hypertension. The index procedure treated the 90% stenosed, 6.0x5mm target lesion located in the left internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 10x24mm carotid wallstent. Following post dilation, the residual stenosis was 0%. During the procedure, the patient experienced hypertension which was treated with medication and the event resolved without residual effects. The patient was discharged the next day. Per the physician, the study devices were listed as "unrelated" to the event, the procedure relationship to the event was listed as "highly probable".

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).